Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.5 - 3.9 inr): qc 1: 2.9 inr, qc 2: 2.9 inr , qc 3: 2.9 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer was anemic and their current hematocrit is unknown. Per product labeling, the hematocrit is required to be within the range of 25-55%. Upon analysis of the meter memory, the results of 6.0 inr on (B)(6) 2019 and 6.0 inr on (B)(6) 2019 were not observed.

Manufacturer narrative:
Occupation: occupation is lay user/patient. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The customer tested on the meter at 8:30 a.m. With a result of 8.0 inr. The customer repeated the test a few minutes later using a different finger and got a result of 8.0 inr again. At 12:30 p.m. The customer used a different finger and tested on the meter with a result of 6.0 inr. The customer did not report these results to his doctor. No treatment was required. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer currently feels tired and weak. The meter has never been cleaned. The customer has been eating more due to being on steroids. The meter and test strips were requested for investigation.